Event description:
According to the reporter: the device was inserted but failed while placing anvil into the gastric pouch. While roticulated, the device splintered at the distal tip. Pieces came off the device and fell into the cavity, but were retrieved. Delay in or time was minimal. No bleeding. No injury reported. Procedure: roux-en-y/lap gastric bypass.

Manufacturer narrative:
.